Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the seam on the heater bag near the tube was torn on an amia cassette. The heater bag leaked all over the heater tray. This occurred during peritoneal dialysis (pd) therapy. The patient in ended therapy and continuous ambulatory peritoneal dialysis will be performed to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.